Event description:
It was reported that during a coronary artery stenting procedure, a dissection occurred. The physician was stenting a lesion in a branch off of the right coronary artery. He predilated with 2.5x8mm apex balloon. The physician then successfully placed a liberte 3.0x8mm bare metal stent successfully at 10atm. The physician then noticed a small dissection and decided to place another liberte 2.75x8mm bare metal stent distally deployed at 10atm. There was still a small edge dissection, but the physician felt that it would be best to just let it "heal on its own". The physician gave the pt heparin as well as an integrilin bolis and drip. The pt was discharged and is doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.